Event description:
It was reported to fresenius that this patient on peritoneal dialysis (pd) was hospitalized for a malfunctioning pd catheter (not a fresenius product) and peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the patient¿s pd nurse reported that the patient had been experiencing abdominal discomfort. The nurse confirmed the abdominal discomfort was not related to pd treatment but was due to pre-existing abdominal abscess. The patient was hospitalized on (B)(6) 2024, for abdominal abscess and peritonitis. The patient had a pd culture obtained (in the hospital) which grew the bacteria staphylococcus aureus. As a result, the patient was treated with intravenous (IV) antibiotic therapy (details unknown. Additionally, the patient underwent removal of the pd catheter and was transitioned to hemodialysis for renal replacement needs. On (B)(6) 2024, the patient was discharged from the hospital and continues outpatient hemodialysis. Per the nurse, the patient is recovering from the event. The pd nurse confirmed the patient did not have any issues with fresenius products in relation to the peritonitis event. The nurse attributed the peritonitis to skin bacteria entering the pd catheter site and forming an abdominal abscess near the pd catheter.

Manufacturer narrative:
Correction: upon further review, it was determined that the event reported on (B)(4) was not a reportable event related to fmc products. The cause of the peritonitis was an abdominal abscess near the pd catheter site. There was no serious injury, adverse event, or reportable malfunction. There will be no further updates on (B)(4).

Event description:
It was reported to fresenius that this patient on peritoneal dialysis (pd) was hospitalized for a malfunctioning pd catheter (not a fresenius product) and peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the patient¿s pd nurse reported that the patient had been experiencing abdominal discomfort. The nurse confirmed the abdominal discomfort was not related to pd treatment but was due to pre-existing abdominal abscess. The patient was hospitalized on (B)(6) 2024, for abdominal abscess and peritonitis. The patient had a pd culture obtained (in the hospital) which grew the bacteria staphylococcus aureus. As a result, the patient was treated with intravenous (IV) antibiotic therapy (details unknown. Additionally, the patient underwent removal of the pd catheter and was transitioned to hemodialysis for renal replacement needs. On (B)(6) 2024, the patient was discharged from the hospital and continues outpatient hemodialysis. Per the nurse, the patient is recovering from the event. The pd nurse confirmed the patient did not have any issues with fresenius products in relation to the peritonitis event. The nurse attributed the peritonitis to skin bacteria entering the pd catheter site and forming an abdominal abscess near the pd catheter.